Event description:
This patient requested that this system be removed after receiving 10 shocks for oversensing due to fracture on the ICD lead. The device was given to the patient following explant and he has retained this device. No additional information is available. Should additional information become available, this event will be updated.